Manufacturer narrative:
Updated fields: d4, h2, h3, h6, h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: during output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out; or, due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. These are known inherent risks of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the front-actuated grip exhibited tissue pad came off. The therapeutic laparoscopic cholecystectomy took place at procedure. The procedure was completed with an olympus back-up device. There was no report of harm, injury or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front-actuated grip exhibited tissue pad came off. The therapeutic laparoscopic cholecystectomy took place at procedure. The procedure was completed with an olympus back-up device. There was no report of harm, injury or death.